Manufacturer narrative:
08/02/05 - initial/final report sent to the FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly the specimen pouch prematurely detached into the pt's cavity. The surgeon was able to retrieve the pouch without injury to the pt.